Manufacturer narrative:
Device evaluated by manufacturer: promus premier select 32 x 3.00mm stent delivery system was returned for analysis, a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge, the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break at 17 cm distal to the strain relief and multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
Reportable based on device analysis completed on 02-dec-2022. It was reported that the shaft break occurred. A 32 x 3.00 promus premier select stent was advanced for treatment. However, during preparation outside the patient, the shaft broke directly in front of the hub. The broken pieces were picked up, and the procedure was completed with another 32 x 3.00 promus premier select stent. There were no patient complications nor injuries reported. However, returned device analysis revealed a hypotube detachment.